Manufacturer narrative:
Video shows intraocular lens implantation. The lens and cartridge preparation are not provided. When the cartridge comes in the picture, the lens is advanced at the pause location. The lens appears to be in an acceptable position for the implantation. Viscoelastic was observed. As the lens is implanted and begins to unfold, fold lines are observed on the intraocular lens optic, this may indicate the lens was preloaded for an extended period of time. What appears to be a crack is observed on the left side of the intraocular lens optic above the trailing haptic junction area, the crack stretches horizontal across the optic edge. The lens remained implanted. The product investigation could not identify a root cause for the reported complaint. Based on our observation of the attached video, a crack can be seen post implantation over the optic edge area above the trailing haptic junction a definitive determination of damage cannot be made without the evaluation of the physical product. Fold lines were observed as the intraocular lens was unfolding. The fold lines may indicate the lens was preloaded for an extended period of time. The IFU (instructions for use) instructs: follow the section regarding directions for use for information on the maximum allowed time for the intraocular lens to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in intraocular lens damage. IFU (instructions for use) note: during lens loading and insertion, do not allow the company trifocal intraocular lens to remain in a folded condition within the selected intraocular lens delivery system for more than 3 minutes prior to completing insertion into the capsular bag. All product and batch history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract extraction with an intraocular lens (iol) implant procedure, the intraocular lens optic was scratched after insertion. The surgery was completed without product replacement. The sample is not available as it still remains in the patient's eye. Additional information was received stating suspect details were updated.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).